Manufacturer narrative:
Unique identifier number, date the device returned to vyaire and the failure investigation was completed but the report submission was not submitted in error. This was identified on 15aug2019. The vyaire failure analysis group received the suspect control printed circuit board (pcb) part number 52340 and serial number (B)(6) was visually inspected, no signs of physical damage. The fa engineer installed the control pcb onto user interface module (uim) to a test station and attempted to power uim into user mode, with software 4.6b installed. The uim cycled without any anomalies and the blank display on startup was not duplicated . Voltage testing of the real time clock battery (bt1), which measured voltage at 3.1 vdc, and the backlight inverter output voltage measured 340/347 vac all within specifications. The display, panel buttons, leds and encoder all functioned normally. The control pcb was placed under thermal stress by means of a heat gun and circuit freeze with no noticeable effect on operation. At this time, the reported event was not duplicated and therefore no component root cause can be determined.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim for evaluation. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent user interface module (uim) blank display on this ventilator device. The customer stated no patient involvement with this event.